Event description:
It was reported that an an3mm was used during an unk procedure. It was reported by the affiliate that the gasket of the trocar fell into the pt. The gasket was retrieved from the pt. A new device was used to complete the case.